Event description:
It was reported to boston scientific corporation that a captiflex standard oval snare was used during a colonoscopy procedure performed on (B)(6) 2011. According to the complainant, the physician was attempting to remove polyps from the patient's sigmoid colon. On the third pass, the snare loop failed to extend and the wire within the sheath snapped. The device was removed from the patient and the procedure was completed with another captiflex standard oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Device code 430 relates to 1069 for the reported event: wire broke. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.